Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2005. Revision procedure was performed on (B)(6) 2013 due to pseudotumor. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 MDR reports submitted for the same event. Also see: 3002806535-2013-00132.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 3002806535-2016-00573 & 3002806535-2013-00007. Therefore, this is not reportable.